Event description:
Jet ventilator, on loan from MFR, stopped ventilating due to "microchip failure." Pt bagged immediately and quickly placed on conventional ventilator, but pt died 3 hrs later. Ventilator returned to MFR. Found blown fuse on microprocessor board. Redesign (larger fuse) pending. Ventilator sensitive to electrical transients. Electrical transients caused by intermittent ground on outlet. Outlet sent back to outlet MFR.